Event description:
It was reported by the customer that "huber needle a patient had small amount of leakage from his huber needle at the middle y site which is not the location the 5fu cadd pump was connected. Unable to go back to 2/22 when pt was hooked up to verify lot number but was 20g 3/4" huber needle. No harm to pt."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A crack was observed in the y-site extending into the luer orifice. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the y-site. Microscopic inspection of the crack revealed a granular fracture surface. Discoloration was observed at the crack site. The crack occurred along a molding knit line in the material, opposite the gate. The crack occurred along a feature in the material resulting from the molding process. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that "huber needle a patient had small amount of leakage from his huber needle at the middle y site which is not the location the 5fu cadd pump was connected. Unable to go back to (B)(6) 2022 when pt was hooked up to verify lot number but was 20g 3/4" huber needle. No harm to pt."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.